Event description:
The customer contact reported that the pt received less medication than intended. The dial-a-flo tubing set was connected to an unspecified primary tubing set and was being used to deliver 250ml of remicade via gravity. On an unspecified date, it was reported that the dial was set to 250ml/hr, to deliver the medication for a duration of one hour. It was reported the delivery took "1 hour and 45 minutes" to complete. The tubing set remained in clinical use and the therapy was completed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpa and is pre-amendment 510k. This report represents all the info known by the reporter upon query by hospira personnel.